Event description:
It was reported that the pulse generator exhibited excessive battery discharge; current drain was 177 ua. Elective replacement indicator was reached four months post implant. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer and mandatory source report. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found a leaky capacitor, which caused high current drain when the pulse generator was programmed to 7 v pulse amplitude. After replacing the capacitor, downloading product code and programming to nominal settings, normal function ensued.